Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Product testing was performed and defect found: physical defect of strips, discolored grey pads. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 05-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for physical defect of the ketone test strips. Customer had purchased 100 count (two vials) of the ketone test strips and stated that the test strips in one of the vials were grey in color. The package had not been open or damaged when purchased by the customer. Customer stated this was the first time using the product out of the package. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer declined to perform a test during the call.